Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3. The device was not returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use which state: drawing number and revision number of IFU: gk6344 16. Before use, prepare and inspect the instrument as instructed below. Should any irregularity be observed, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, such as posing an infection control risk causing tissue irritation, perforation, bleeding, or mucous membrane damage, and may result in more severe equipment damage. Do not bend, pull or compress the product excessively, as this may result in damage to the device or a decrease in its functionality. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.

Event description:
It was reported that the single use aspiration needle sheath in front started to loosen and move forward on its own. The issue occurred during an unknown procedure. During endoscopic puncture in the patient in vivo, the product had already protruded from the sheath before the puncture sheath tube was opened. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.